Event description:
It was reported that electrogram (egm) review of this pacemaker system was requested to discern whether the observed signals on the right atrial (ra) lead channel were farfield ventricular signals or true atrial arrhythmia. Upon review, the egm strip showed a-sense v-sense, farfield from rv-sense that was not sensed, and then an extra signal on the ra. The third signal appeared to be normal sinus rhythm (nsr) with atrial ectopy, given the patient's history of atrial arrhythmias. There was also some atrial undersensing due to absolute blanking following ventricular pacing. This pacemaker remains in service, and further evaluation with the electrophysiologist was recommended. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.